Event description:
It was reported by the patient's caregiver that the patient experienced heart rate increases correlating with the patient raising their arm. It was reported that the caregiver felt the patient's heart was pounding in their chest. The patient's vns settings were turned down by the neurologist; however, their seizures reportedly returned. Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date.